Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized for diabetes. The wife reported the customer's blood glucose was over 400 mg/dl. The wife declined to troubleshoot for the customer's high. The wife declined to return the insulin pump for analysis.